Event description:
Patient reported experiencing low blood glucose (42 mg/dl). Patient attempted to self-treat by eating, but two hours later their blood glucose was still low (patient was also symptomatic for low blood glucose). Patient then temporarily placed device in stop mode until blood glucose level increased. Patient feels that something may be wrong with the device because their blood glucose should have come down.